Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm using the percutaneous approach. The aortic neck was 2cm long and it was 25mm in diameter with angulation of 35-40 degrees and mild thrombus. The pt was awake and was moving around during the procedure. It was reported the bifurcated stent graft was positioned and deployed right below the renal arteries; however, during the procedure, the delivery system accidentally partially fell off over the side of the table. This situation was remedied any they continued with implantation of the remaining stent graft. At the end of the procedure when pictures were taken, the bifurcated stent graft was found 1cm below the renal arteries. This required a 28mm aneurx aortic cuff to be implanted. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation - result: incorrect technique/procedure (delivery system not stable during the procedure). Evaluation - conclusion: device failure related to user handling (delivery system not stable during the procedure). Required secondary intervention).